Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the epic orders and patient information had not crossed over to the pyxis machines. A technical support specialist (tss) checked the event viewer had shown errors, and extract transform load (etl) had recorded errors at the same time, patient information and patient orders had started to experience delays and downtime notices. The technical support specialist (tss) shared the findings with the customer. The customer updated the case notes, indicating that the issue had been resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ es server, epic orders and patient information are not crossing over to pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, epic orders and patient information are not crossing over to pyxis machines. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.